Manufacturer narrative:
The reported occlusion was confirmed in the logs. In addition, another issue was found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose was elevated (over 240 mg/dl). The customer cleared the occlusion alarm and resumed insulin delivery. A correction bolus was delivered via the pump to address the bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.